Manufacturer narrative:
Investigation - evaluation: a review of the device history record, complaint history, documentation, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. Pictures of the device provided by the customer show the presence of foreign matter. Review of the device history record of the finished product shows two nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; the root cause was determined to be manufacturing-related. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported finding an unidentifiable particle inside the device primary package. The observation was made during incoming product inspection. There was no patient contact, accordingly there are no adverse patient consequences. The device is being returned to the manufacturer for evaluation.